Manufacturer narrative:
The olympus associate spoke with olympus technical assistance center (tac) to report the issue. Customer received b30 error, but the scope still functioned accordingly. The scope completed other procedures without error, but the issue returned intermittently. Tac suggested to clean out the cv- 170 socket and the device contacts and if the error occur again, they can try another tower. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that the video system center had an error code b30. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. During troubleshooting, it was reported that replacing the endoscope and cleaning the connector of the light source did not improve the b30 error. The exact cause of the customer¿s allegation of the b30 error could not be determined from the available information. Olympus will continue to monitor field performance for this device.